Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure male patient with left mca (middle cerebral artery) occlusion, used a guidewire (subject device) to bring rebar18 microcatheter and catalyst6 catheter to the lesion and prepared to use a stent to do thrombectomy. Prepared to use a solitaireab 6-30 stent and the operator retracted the rebar18 microcatheter and delivered an xt27 microcatheter to support deploying the solitaireab stent. When using the guidewire (subject device) to guide the xt-27 microcatheter to reach the lesion, the guidewire (subject device) was hard to go through the xt-27 microcatheter. The operator withdrew the guidewire (subject device) and found proximal of the guidewire (subject device) fractured in the vessel. The operator decided to finish the thrombectomy first, so he used synchro 14 3m guidewire to bring xt-27 microcatheter to mca (middle cerebral artery) and deployed a solitaireab 6-30 stent to take the thrombus out. Then prepared to take the fractured guidewire (subject device) out of the patient's body using synchro14 3m guidewire, and solitaire ab6-30 stent with xt-27 microcatheter to take the fractured guidewire (subject device) out to finish. No fragments were left inside the patient's body. The procedure was completed successfully without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was returned broken in 2 segments (10cm distal segment and 190cm proximal segment). An attempt had been made to shape the guidewire tip. The distal segment was inspected: the nitinol tubing was broken approx. 1cm from the proximal end of the distal segment, the core wire was visibly broken inside the nitinol tubing (proximal end of the distal segment), the distal end/tip was found to be kinked/bent, the core wire distal end was observed through the distal tip dome, and the fragment was hydrated, and no anomalies were noted. The proximal segment was inspected: the core wire and platinum wire were broken and not visible inside the nitinol tubing (distal end of the proximal segment), and the hydrophilic coating of the proximal segment was hydrated and there were no anomalies noted. A functional test was unable to perform due to breakage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was moderately tortuous. Analysis of the returned device found the guidewire was returned broken in 2 segments (10cm distal segment and 190cm proximal segment). The nitinol tubing, core wire and platinum wire were broken on both segments which indicates the device fractured during the manipulation inside the microcatheter. An assignable cause of procedural factors will be assigned to the as reported and as analyzed defects as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure male patient with left mca (middle cerebral artery) occlusion, used a guidewire (subject device) to bring rebar18 microcatheter and catalyst6 catheter to the lesion and prepared to use a stent to do thrombectomy. Prepared to use a solitaireab 6-30 stent and the operator retracted the rebar18 microcatheter and delivered an xt27 microcatheter to support deploying the solitaireab stent. When using the guidewire (subject device) to guide the xt-27 microcatheter to reach the lesion, the guidewire (subject device) was hard to go through the xt-27 microcatheter. The operator withdrew the guidewire (subject device) and found proximal of the guidewire (subject device) fractured in the vessel. The operator decided to finish the thrombectomy first, so he used synchro 14 3m guidewire to bring xt-27 microcatheter to mca (middle cerebral artery) and deployed a solitaireab 6-30 stent to take the thrombus out. Then prepared to take the fractured guidewire (subject device) out of the patient's body using synchro14 3m guidewire, and solitaire ab6-30 stent with xt-27 microcatheter to take the fractured guidewire (subject device) out to finish. No fragments were left inside the patient's body. The procedure was completed successfully without clinical consequences to the patient.